Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient has two defibrillators. The physician was attempting to interrogate this subcutaneous implantable cardioverter defibrillator (s-ICD) with the programmer in read only mode. Technical services (ts) discussed this is not compatible with consult. Ts guided the physician through performing a full interrogation and reviewed the episodes. This patient had one untreated and one treated episode. Sensing was appropriate and a shock was appropriately delivered. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that this patient had jogged to catch a bus and then felt horrible after receiving seven shocks. Ts reviewed noting oversensing and possible rhythm acceleration. Ts mentioned an additional event a couple weeks prior with oversensing as well. The field representative had programmed vectors from primary vector to secondary. Automatic setup was then run with all vectors passing. Ts recommended programming to primary, as the smartpass feature was disabled. Ts discussed further troubleshooting with the field representative.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient has two defibrillators. The physician was attempting to interrogate this subcutaneous implantable cardioverter defibrillator (s-ICD) with the programmer in read only mode. Technical services (ts) discussed this is not compatible with consult. Ts guided the physician through performing a full interrogation and reviewed the episodes. This patient had one untreated and one treated episode. Sensing was appropriate and a shock was appropriately delivered. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that this patient had jogged to catch a bus and then felt horrible after receiving seven shocks. Ts reviewed noting oversensing and possible rhythm acceleration. Ts mentioned an additional event a couple weeks prior with oversensing as well. The field representative had programmed vectors from primary vector to secondary. Automatic setup was then run with all vectors passing. Ts recommended programming to primary, as the smartpass feature was disabled. Ts discussed further troubleshooting with the field representative.